Event description:
Approximately thirty months after implantation, the patient developed high vad power consumption and hematuria. Medications at time of event included coumadin and aspirin. He was admitted to the hospital's intensive care unit a few days after symptoms were first reported and was placed on inotropic support. The patient was treated with thrombolytics for a suspected thrombus and was discharged home approximately one and a half weeks later .

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms with the subsequent post-treatment normalization of these parameters that correlate with the reported events. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Additional information will be submitted within thirty (30) days of receipt.